Manufacturer narrative:
Additional medwatch information provided.

Event description:
The customer reported that during an infusion of normal saline at a rate of 100ml/hr., the device alarmed for patient side occlusion. Upon closer examination the user noted a balloon in the silicone segment. There was no report of patient harm. It was reported that the patient did not receive any IV push medication or go to imaging/CT for a procedure to contribute to the product failure. The event occurred on the medical surgical unit. Received a copy of the customer's medwatch report from FDA which states, ¿have a bulb or balloon appear in tubing as fluids were entered into it."

Manufacturer narrative:
Inventory control. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of normal saline at a rate of 100ml/hr., the device alarmed for patient side occlusion. Upon closer examination the user noted a balloon in the silicone segment. There was no report of patient harm. It was reported that the patient did not receive any IV push medication or go to imaging/CT for a procedure to contribute to the product failure. The event occurred on the medical surgical unit.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. No other anomalies were observed. Functional and pressure testing resulted in the set flowing freely and ran with no issues. Upon IV push with a syringe without occluding the tubing above the injection port identified a bulge/balloon when the device door was opened. Dimensional analysis of tubing measured to be within specification. The cause of the bulge/ballooning occurred when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment.

Event description:
The customer reported that during an infusion of normal saline at a rate of 100ml/hr., the device alarmed for patient side occlusion. Upon closer examination the user noted a balloon in the silicone segment. There was no report of patient harm. It was reported that the patient did not receive any IV push medication or go to imaging/CT for a procedure to contribute to the product failure. The event occurred on the medical surgical unit.